Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 4000mcg/ml at 900 mcg/day. The indication for use was intractable spasticity and the patient¿s medical history included cp (cerebral palsy). It was reported that the patient had an infection close to the catheter/anchor. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be a cerebral palsy wound/skin flap on the patient¿s back which the CT scan showed was close to the anchor and catheter. The physician was concerned that the infection had spread close to the anchor, so the physician wanted to remove that part of the catheter and go in higher up. The catheter was partially removed, and the removed catheter was sent for culture. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2024 explanted: (B)(6) 2026 product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 18-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.